Manufacturer narrative:
The estradiol reagent lot number is 792358, the expiration date was not provided. A field service engineer (fse) determined that there was a minor leak at the syringe and that it was not seated properly on the o-ring of the glass seal. The fse placed the syringe correctly and performed a prime five times. No leaks were observed. To verify the instrument, a check was run and passed, and all qc tests passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable estradiol (e2) result from the cobas e 411 analyzer (disk system). The initial result was 18.35 pmol/l with a data flag, and the repeat result was 11,010 pmol/l with a data flag. The customer completed a dilution rerun of 1:10, and the result was 10,496 pmol/l with a data flag. Another dilution run was completed of 1:20, and the result was 10,609 pmol/l with a data flag. The results for the diluted samples were obtained using an expired diluent. The questionable results were repeated because the doctor asked the lab to recheck the results.